Event description:
It was reported that ¿after two hours¿, a novalung console displayed errors 206 and 208. It was unknown if a patient was connected or not. In the initial reporting, it was stated that a sample was available for evaluation. The serial number of the sensor box is (B)(6) . Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that ¿after two hours¿, a novalung console displayed errors 206 and 208. It was unknown if a patient was connected or not. In the initial reporting, it was stated that a sample was available for evaluation. The serial number of the sensor box is (B)(6). Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sensor box was returned for evaluation. The sensor box was equipped with the cable d500-0187bc. The cables and the filter were confirmed to be installed correctly, and the orientation of the connections was in accordance with product specifications. The power supply to the digiflow mini module was outside the permissible range. An increased contact resistance, either at the p102 connector of the ¿digiflow mini1¿ board or at the x11 connector of the fuco board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. During the investigation, an increased voltage drop was noticed. However, no #206 or #208 alarms occurred. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. An investigation of the machine files was not performed because the machine files do not contain any information about the cause of the problem. The problem can be understood from the available information. The described situation is adequately addressed in the instructions for use (IFU). If #208 alarms are continuously occurring, the IFU provides instructions to replace the machine. The reported error can be assigned to a known failure pattern. The console alarms indicate that communication between the flow sensor and sensor box was interrupted. This is most likely due to a fault in the power supply to a circuit board within the sensor box. The failure pattern has been addressed within a CAPA.